Event description:
Event description guidant received information that this ventricular lead has a high impedance. As the pacemaker has reached replacement time, the lead is scheduled for revision at the pacemaker replacement. At the procedure, there was no capture or sensing. The doctor indicated the lead appears to have pushed back (dislodged).